Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that after cutting the thread it gets frayed. All medwatch submissions related to this report are: 3003639970-2017-00130, 3003639970-2017-00132, 3003639970-2017-00133.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market 264 units of this batch. There are no units in stock. Have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.